Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink continu-flo solution set would not allow solution to flow through it, with no solution observed dripping into its drip chamber. This occurred during patient infusion of 0.9% sodium chloride using gravity. The reporter stated that the set was spiked into a 0.9% sodium chloride injection usp 100 ml bag (baxter product), primed with no issues, connected to the patient, unclamped, and then ¿nothing happened.¿ the reporter confirmed that there were no abnormalities observed with the bag and there was no kinked tubing. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2 for this patient.